Event description:
It was reported patient experienced pain at the drg ipg site and one of the patient's drg leads had migrated. Investigation was unable to determine which lead attributed to the issue. Surgical intervention was undertaken wherein the entire drg system explanted.

Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. Additional components potentially involved in the event include: common device name: drg mn10450-50a, model: 3186, UDI: (B)(4), serial: (B)(6), batch: 9094363.